Event description:
It was reported that an alert for extended charge time was observed. The date stamp of the alert was prior to implant. A capacitor maintenance was performed and the charge time was in normal limits. However, the alert was still present. The alert disappeared after two more charges. It was suspected that charging might be unreliable and the device was explanted and replaced. Patient was doing well with no reported symptoms.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.